Manufacturer narrative:
Initial reporter occupation is not known at this time.

Event description:
It was reported that a loss of telemetry monitoring occurred for 16 pts for appox 15 minutes. The issue was reportedly noticed immediately as the central station was displaying a "no telem" message. No injury or delay in treatment was reported. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted once investigation results are available.